Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. The customer stated that they received recurring insulin flow blocked alarm. During troubleshooting they ran 5 units with set and site and cannula was not bent and insulin exited both times. It was unknown whether auto mode feature was active or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The harm code of hypoglycemia which was provided with the initial report was incorrect and need to be deleted. (B)(4).